Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of clip failure to release from catheter. The device was not returned for analysis; therefore, a technical analysis could not be performed. Because no device was available for inspection, the most probable cause of the reported issue could not be established due to insufficient evidence. Without the product return, it is not possible to identify whether any device defect was present, and without proper evaluation, the factors that may have contributed to the reported event remain unknown. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for a polyp during a polypectomy clipping procedure performed on (B)(6) 2026. During the procedure, the clip would not deploy. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for a polyp during a polypectomy clipping procedure performed on (B)(6) 2026. During the procedure, the clip would not deploy. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event.